Event description:
It was reported during in clinic follow up that the atrial lead had dislodged. Dislodgement was confirmed via x-ray. The lead was explanted and successfully replaced. There were no patient consequences.

Event description:
Additional information received noted that the lead displayed lowered pacing impedance, decreased sensing, and suspected loss of capture prior to explant.

Manufacturer narrative:
The reported event was lead dislodgement, low pacing impedance, sensing problem and failure to capture. As received, a complete lead was returned cut in two pieces with the helix retracted and clogged with blood/tissue. After cleaning the lead, the helix was able to be fully extended/retracted. The full helix extension length was measured within specifications. The reported events of low pacing impedance, sensing problem and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.